Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was damaged to the drive support cap. Customer¿s current blood glucose was unknown. Customer stated that the drive support cap was completely pops off. The customer was advised to discontinue use of the pump and revert to a back-up plan and the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with scratched lcd window and scratched case. Device passed the displacement test. Unable to perform basic occlusion test, occlusion test and prime test due to detached end cap. No loose drive support cap noted.